Manufacturer narrative:
Additional narrative: this report is for an unknown ao reamed femoral nail or tibial nail with both proximal and distal interlocking screws/unknown quantity/unknown lot. Part number unknown, UDI unavailable. Unstable fracture and additional surgery required. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, lerner, a., herer, d., chezar, a., freiman, s., and stein, h. (2004). ¿treatment of nonunions with irretrievable broken nail pieces in the distal fragment.¿ archives of orthopaedic and trauma surgery, 124: 151-153. This is an article that presents the authors experience in the treatment of non-united fractures of long bones in the presence of a retained fragment of the broken intramedullary nail. Between 1995 and 1999, two hundred and eighty-seven (287) long bone fractures were treated by intramedullary nails, five (5) patients experienced a broken intramedullary nails and were recalled in this article. Three of the patients had femoral nails and two of them had tibial nails. The mean time between intramedullary fixation and nail failure was one hundred and sixty-five (165) days (range 30-245). The extractions of the proximal portions of the broken nail were performed in a standard, straightforward manner, without significant technical problems. In two of the patients it was not possible to remove the distal segment of the nail. Of the two patients, one was a (B)(6) male, multitrauma victim, injured in a motor vehicle accident (mva). He suffered a closed fracture of the distal third of the left femur which was fixed with an ao (the association for the study of internal fixation) reamed femoral nail with both proximal and distal interlocking screws. He also had a traumatic amputation of the left arm above the elbow. Twenty-two (22) months later there was no sign of fracture healing and there was a fracture of the nail. The proximal part of the broken nail was removed. An attempt to remove the distal fragment using a hook was unsuccessful. The broken distal nail fragment was left in situ and a competitors frame was used for bone fixation. The second patient that the distal fragment of the nail was retained was a (B)(6) male patient injured in a mva. He suffered a closed fracture of the distal tibial shaft. The fracture was fixed with an ao reamed tibial nail with both proximal and distal interlocking screws. Fourteen months later the nail was broken and the fracture unstable. The proximal fragment was removed in the standard manner. An attempt to remove the distal fragment of the nail using a hook was unsuccessful. The broken distal nail fragment was left in situ and a hybrid competitors fixation frame was applied. A (B)(6) male patient injured in a mva. He suffered a closed fracture of the distal tibial shaft. The fracture was fixed with an ao reamed tibial nail with both proximal and distal interlocking screws. Fourteen months later, the nail was broken and the fracture unstable. The proximal fragment was removed in the standard manner. An attempt to remove the distal fragment of the nail using a hook was unsuccessful. The broken distal nail fragment was left in situ and a hybrid competitors fixation frame was applied. This report 2 of 2 for (B)(4). This report is for an unknown ao reamed tibial nail with both proximal and distal interlocking screws.